Event description:
It was reported that during surgical procedure at the user facility that the 25khz spetzler angled micro claw tip had loss of function. During service evaluation it was identified the device had thermal damage to the irrigation sleeve indicated the device overheated during use. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.